Event description:
Pt experienced failure of one or both pacemaker leads resulting in pauses in her rhythm. She had been experiencing presyncope and falls-likely related to pauses in rhythm. Problem was identified on outpatient holter monitoring. She was admitted to the hospital-ICU for monitoring and underwent pacemaker lead replacement-both atrial and ventricular leads. The old leads were capped.